Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es that had a remote manager would not recover, and the door did not close. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the remote manager had not allowed recovery, stating that the door would not stay closed, and it did not click when attempts were made to recover, main station had to be used as the device because the remote manager was not listed under 8thp4. A field service engineer replaced the remote manager latch to resolve the issue. The system functioned as intended after the field service engineer repaired the issue.